Event description:
It was reported during a labral repair, the first ar-3638 fibertak, was inserted and seated into the glenoid without issue. The next fibertak was of the same (lot: 12942667)and would not cinch down and pulled out of the bone. The surgeon drilled a second insertion site and inserted two additional ar-3638 fibertaks same lot numbers and the same problem occurred. The case was completed using ar-2923bc pushlock with no further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified.